Event description:
Customer reportedly obtained a result of 243 mg/dl while the doctor's device read 117 mg/dl. No strip information was provided. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.